Event description:
A customer reported issues with pump not delivering. There was no reported impact on the customer¿s blood glucose level. The customer decided to stop using the pump and switched to daily injections. The customer declined further troubleshooting assistance.